Event description:
The therapist on duty had just finished checking the ventilator when she noticed the pt in distress and cyanotic, with the heart rate going from 104 to 60, the ventilator was cycling very fast. The therapist removed the pt from the ventilator and began hand bag ventilation.